Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 480 mg/dl. The customer was stated that the insulin pump constantly received insulin flow block alarm. Troubleshooting was performed for insulin flow block alarm customer gave insulin by injections with needle. Customer was not using auto mode at the time of high blood glucose event. Customer stated that they did not tried different cannula length. Customer stated that the event was resolved by changing infusion set. The insulin pump will be returned for analysis.